Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Event description:
After second review of this event it was found that this device was submitted in another report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician said the implantable pulse generator (ipg) needed to be implanted deeper after the patient noticed the wire had ¿popped up a bit¿. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.